Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 18388856. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1232. Serial: (B)(6). Batch: 18513798.

Event description:
It was reported that patients spinal cord stimulator lead had impedances and patient lost its coverage. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.